Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory comparative for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on retained strip lot 382954a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. It was reported that the customer was receiving treatment for breast cancer. This condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant low inratio values. Patient's therapeutic range 2 - 3. Inratio inr values: on (B)(6) 2016 = 1.6, 1.7, 1.6, 1.7, 1.7. Warfarin dosage changed after (B)(6) 2016. Historical inratio inr values: on (B)(6) 2016 = 2.7, 2.5, 2.0.